Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was initially implanted with a bifurcated stent and infrarenal extension. On (B)(6) 2018, endologix was made aware of a type 1a and 3b endoleak with sac growth of the infrarenal extension. On (B)(6) 2018 physician elected to implant three (3) additional extensions (two (2) suprarenal extensions and one (1) infrarenal extension) to address these endoleaks. It was reported that the patient tolerated the procedure well and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was to find substantial evidence to support the following reported events of a type 1a and 3b endoleak of the infrarenal cuff with sac growth. Clinical was able to find the following additional finding of cuff dilation of 33.9mm (35%). The most likely cause of the proximal loss of seal (1a endoleak) was the off-label neck anatomy at the initial implant procedure. The most likely cause of the compromised stent graft integrity, type 3b endoleak, (stretched 35% and breached) of the infrarenal cuff was the use of the strata material. The patient was discharged to rehab center in stable condition post the secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.